Event description:
The patient was in bed, reached for her peritoneal dialysis machine which was beeping, and fell out of bed. During the fall, she caught her neck on the hook of the machine where the fluid is hung, and sustained a 10-15cm laceration to her neck. No blood vessels were involved, but her injury required sutures. There was no apparent loss of consciousness. The pt has since been discharged from the hospital. The staff's impression is that this is no fault of the device and an apparent freak accident.